Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing were performed and passed. Functional testing were performed and passed all relevant tests. An internal visual inspection was performed and passed. The log was downloaded for review finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined post-investigation as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.